Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had communication failed and cannot feel the stimulation after a non-device related procedure. The patient underwent an ipg replacement procedure.